Manufacturer narrative:
The reported event was confirmed manufacturing related. Based on the evaluation, it was observed that the irrigation eye was not properly punch. The catheter was able to be inflated and deflated without any issues. Water was able to flow through the drainage lumen and out from the drainage eye without obstruction. However, water was unable to be introduced through the irrigation funnel. Catheter was examined under microscope and observed that the irrigation eye was not properly punch. Hence, this complaint is confirmed manufacturing related. A potential root cause for this failure mode could be due to incorrect eye size caused by wrong die used. A review of the device labelling has been conducted for investigation purposed. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used in urology, the 3 way foley catheter balloon did not drain. Per follow up information received on 30dec2025, stated that it was unknown whether catheter did not drain urine or sterile water did not drain from the catheter.

Event description:
It was reported that when used in urology, the 3-way foley catheter balloon did not drain. Per follow up information received on 30dec2025, stated that it was unknown whether catheter did not drain urine or sterile water did not drain from the catheter.

Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.